Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn2242 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC fractured during power injection a the red port. No patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a burst in the catheter was confirmed, but the exact mechanism of damage was undetermined. One 5 fr triple-lumen (t/l) powerpicc solo was returned for investigation. The catheter was received with non-vad needleless injection caps attached to the solo connectors. The catheter showed no evidence that it had been trimmed to length. A 1.4cm longitudinal split was observed in the t/l tubing near the 9 and 10 cm depth marks. The 9 and 10 cm depth marks were partially worn from the tubing. The t/l tubing was twisted between the 8 and 10 cm depth marks. Creases in the circumferential direction were found near the 1 and 2 cm depth marks, which is consistent with kinking of the t/l tubing. A microscopic examination revealed that the adjoining surfaces of the split tubing were smooth and granular. The catheter material extended outward along the split. The characteristics of the observed damage are consistent with rupture due to over-pressurization. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The section of power injectable lumen distal to the leak site was patent to infusion. Due to the condition of the catheter, it appears that that the catheter was damaged during use. The twisting of the catheter may have been a contributing factor to the overpressurization; however, the exact mechanism of damage was undetermined. The instructions for use (IFU) state, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿

Event description:
It was reported that the PICC fractured during power injection a the red port. No patient harm reported.